Event description:
Respiratory therapist was setting up a bubble continuous positive airway pressure (CPAP) unit in neonatal (nicu) for a baby in respiratory distress. All parts were put together appropriately, oxygen was turned on and ready to go on patient. The respiratory therapist (rt) noticed the bubble pap valve was not bubbling as it should. She checked the system for leaks and none were noted; this trouble shooting caused a delay in care of approximately 3-5 minutes. During this time that the unit was being troubleshot, the nurses (rns) in the nicu were using the bag mask resuscitator to administer blow-by oxygen and CPAP / ventilation as needed. I then switched out equipment to another bubble CPAP unit and successfully administered bubble CPAP therapy to baby. The bubble CPAP unit was brought down to investigate problem, it was apparent that the pressure relief manifold was not working correctly. The relief valve should pop off at 12.5 cm h20 as indicated on unit. It appears that the pop off relief was already "popped off" therefore causing a large leak in system.